Event description:
Pt reported that obtaining a blood glucose result of 408 mg/dl on the suspect device. Within 1 minute, pt's blood glucose was reportedly retested on a physician's device with a result of 127 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.